Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model z9002 +21.5 diopter) was explanted due to residual refractive error and the patient being unhappy with the lens. No incision enlargment, no vitrectomy was performed and no sutures were used. Another lens, same model higher diopter (+24.0) was implanted as a replacement. The patient was reportedly doing good post op. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Device available for investigation; device returned to manufacturer on: 01/16/2019. Device evaluation: the sample was received at site on 1/16/2019. The reported lens returned cut in two parts. Visual inspection using magnification was performed. The condition observed in the lens is consistent with a unit that has been cut due to explant process; further evaluation is not possible. Both haptics were observed distorted/bent. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.